Event description:
It was reported that a capsular tear occurred. Another intraocular lens was implanted. It is unk when the capsular tear occurred or if the ao60g intraocular lens had pt contact. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was requested, but has not been returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.